Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not closing properly. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have both grip input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing. Additionally, the instrument was found to have corrosion/contamination on both grip and pitch bearings. The pitch, roll and grip input disk bearings have oxidation, characterized by orange discoloration. The corrosion was observed to be found on the outer ring components of the bearing. Also, the instrument was found to have a broken luer plate. The instrument¿s housing was removed and the luer plate was found to be broken.

Event description:
Refer to h10/h11 for follow-up information.